Event description:
Port a cath was implanted into the pt in 1997. Pac functioned until 2000. In 2000, the device ceased to function properly. The physician advised removal and the family postponed the surgery until 2001. Upon surgical inspection in 2001, it was discovered that the catheter was no longer attached to the device. The port was removed and further x-rays showed migration of the catheter into the right ventricle. Upon removal and inspection of the portal, a piece of white catheter is present on the tip of the port, verifying deterioration of the catheter, leading to the subsequent separation of the device.